Event description:
It was reported that the customer received a motor error alarm while sitting on her couch during basal delivery. The customer's blood glucose was over 600 mg/dl. The customer stated that there were no significant events leading to the alarm apart from dropping the insulin pump on the floor four days prior to the alarm. Troubleshooting for the motor error alarm was done. The customer also received a no delivery alarm. The customer stated that the insulin did not exit when manually pushing plunger from the reservoir. Advised to return the infusion set and reservoir. The customer declined completing the troubleshooting for the no delivery alarm. Advised the customer to discontinue use of the insulin pump due to motor error alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.